Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned single sample (one photo) identified one silastic foley catheter that was opened and returned with its original packaging. Visual inspection of the photo showed the catheter with a ruptured balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tube had already been placed in the patient but only worked for about an hour. They mention that this balloon only inflated to 18ml, and it broke. Fortunately, it did not cause any harm to the patient. Per potential follow up information received via ibc on 29aug2025, stated that there was no medical intervention needed. Per follow up information received via rcc on 29aug2025, stated that there was discomfort because it was already in place and had to be removed.

Event description:
It was reported that the foley catheter tube had already been placed in the patient but only worked for about an hour. They mention that this balloon only inflated to 18ml, and it broke. Fortunately, it did not cause any harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.